Manufacturer narrative:
(B)(4).

Event description:
It was reported a noise problem was observed on the right ventricular lead. The noise had been storing ventricular fibrillation episodes and even caused inappropriate charging of the capacitors before aborting due to noise detection. The sensing amplitude had declined. The cause of the noise was confirmed to be lead fracture. The lead was capped and replaced. The patient condition is stable.